Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, pain, anxiety-product/procedure, thyroiditis-ndr, autoimmune disorder-ndr, pallor-ndr, positive antinuclear antibodies-ndr.

Event description:
Patient reported unknown side "now suspect that I've been dealing with symptoms of breast implant illness for the past 10 years. I've been diagnosed with a wide array of autoimmune issues since 2014, including hashimoto's thyroiditis, autoimmune inner ear disease, raynaud's syndrome, a positive ana lab result, in addition to shoulder pain and occasionally swollen lymph nodes in my armpits, and recall. The events of hashimoto's thyroiditis, autoimmune inner ear disease, raynaud's syndrome, and a positive ana lab result which are not device related. Device remains implanted.